Event description:
The main fuse intermittently would fail and the system would not work. This situation rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.